Event description:
While preparing for delivery, baby warmer turned on- large amount of black smoke coming out of top of warmer. Unplugged, removed from room. Smoke seen below grid at top of warmer. No flames seen. Smoke and odor in room-unable to move pt-delivery imminent.